Event description:
During the dissection of left tonsil, it was noted that the shaft of the resistick modified. Blade tip was burning the mucosa of the left inside cheek. Pt discharged to home same day.